Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported decreased hemoglobin level could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed a low flow alarm; however, a specific cause for the low flow event could not be conclusively determined through this evaluation. It was reported that the patient was admitted for low flow alarms and was also noted to have a decreased hemoglobin level. The submitted system controller event log file captured one transient low flow alarm on (B)(6) 2023, which was associated with elevated pulsatility index (pi) values. No other notable alarms or events were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events, including bleeding, which may be associated with the use of heartmate 3 lvas. This section provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to low flow alarms which were not capturing on system controller. Patient was also noted with a low hemoglobin (hgb) of 7.6. It was noted one isolated low flow event on (B)(6) 2023, at 10:39:36. It seemed like the controller clock just needs to be reset at the system monitor to the correct date/time.